Event description:
It was reported the rigid video scope had full view obscured. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, dents on distal edge, loose lg adapter, light transmission failed a definitive root cause could be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had full view obscured. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.